Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 160 mg/dl. Customer states that the insulin pump alarmed after she did a battery change on the insulin pump. It is uncertain what caused the alarm. Troubleshooting was done. Customer was advised that the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected battery out of limit alarm or battery change slow alarm noted. Intermittent button response observed due to corroded keypad traces. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.